Event description:
Empty baxter intravia 250 ml bag was filled with cefepime 3 grams in 320 ml 0.9% sodium chloride. Leak was identified during the checking process, at the seam, and was not dispensed or used on a pt. Lot:ur15h11086.